Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. Device history record review amended 02aug2023: a device history record review for model 2426-0007 lot number 23019108 was performed. The search showed that a total of 28,803 units in 1 lot number was built on 08jan2023. After further review, there was one relevant quality notification in the device history record- the production quality team noticed an issue with some of the sets of this lot number having to do with separations below the blue clip portion that were not within the tensile strength specifications. The affected sets were segregated and the subsequent quality tests were all within expected threshold before closing this quality alert. This was not included in previous report due to lack of evidence of the specific failure experienced by customer. After further scrutiny, the possibility of this quality notification being responsible for failure experienced by customer being the root cause has been documented. This does not explicitly determine root cause without a physical sample for investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: tubing came apart when placed in alaris pump. Tubing separated where it connects to the safety clamp. Tubing broke before infusion started. Patient was receiving saline.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: tubing came apart when placed in alaris pump. Tubing separated where it connects to the safety clamp. Tubing broke before infusion started. Patient was receiving saline.

Manufacturer narrative:
A.2. Date of birth: patient¿s birthday was not provided, (B)(6)1946 was used based on age of patient. E.4. The initial reporter also notified the FDA on 11-may-2023. Medwatch report # 4500440000-2023-8040. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: tubing came apart when placed in alaris pump. Tubing separated where it connects to the safety clamp. Tubing broke before infusion started. Patient was receiving saline.

Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 2426-0007 lot number 23019108 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.